Event description:
End user alleged that the meter "will not store readings in it's memory". She can get a reading, but when she tries to review her past readings, nothing is stored on the meter. Customer services sent out a replacement.